Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the 10 psi regulator. The fse also primed the instrument twenty (20) times with no leaks or errors. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer had a leak coming from the 10 psi regulator that was flowing under the hydro area and onto the floor. No injury or operator exposure was reported.